Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s blood glucose level was up to 460 mg/dl. The customer¿s other blood glucose level was 59 mg/dl. The customer declined the troubleshot for the high blood glucose. The customer was not admitted into the hospital as a result of the high and the low blood glucose. The customer did not experiences any symptoms related to the high and the low blood glucose. The customer was treated with the insulin pump and the carbohydrase. The insulin pump will not be returned for analysis.